Event description:
It was reported the patient had a replacement of an ams 700 implantable penile prosthesis (ipp) due to an unrelated patient condition. Over a period of two years, the patient developed a weakness of the corpus cavernosus wall, which required a revision procedure to reinforce the patients anatomy with wall sutures. The physician noted that the revision was due to patients corpus cavernosus defect and decided to substitute the ipp. The previously implanted penile prosthesis was functional, but the wall defect could have created a bulge in the existing ipp, and physician decided to substitute the ipp. Revision was due to wall defect and not a ipp problem. Additional information indicated the wall defect caused the bulge and a possible parylene weakness and the surgeon did not want to keep the existing ipp. No patient complications were reported in relation to this procedure.